Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: a total of 3 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 51 mg/dl was entered into the pump by the user on (B)(6)2020 at 05:47:31 am. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 05:38:40 am on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 01:59:24 am date: (B)(6)2020 iob: 2.11. Time: 03:04:22 am date: (B)(6)2020 iob: 2.45. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 51 to 52 mg/dl were recorded at 11:38:38 am to 11:43:38 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 11:38:38 am on (B)(6)2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 05:38:40 am to 05:53:43 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 05:38:40 am on 1/30/2020. The user made the following bolus request(s) while having insulin on board (iob): time: 01:59:24 am date: (B)(6)2020 iob: 2.11. Time: 03:04:22 am date: (B)(6)2020 iob: 2.45. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 47mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.